Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a calibration issue on one or both mtms.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed master tool manipulator (mtm) grip calibrations on both mtms. All calibrations passed successfully. The fse also completed system verification and all arms functioned as they should. The fse switched arms multiple times and never lost control of arm(s). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) for phone assistance regarding the surgeon losing control of the universal surgical manipulators (usm). At the time of the reported event, the customer was using usm 2, usm 3, and usm 4. The tse reviewed the system logs and found no related errors. The customer was able to confirm that there were no system errors or system messages at the time of the reported event. The customer stated that while the surgeon was operating, the usms stopped responding, and the surgeon was not able to regain control of the usms. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up and obtained the following additional information: there was no patient injury or harm. The surgeon was almost done with the surgical procedure, when the surgeon lost control of the usms. The customer had contacted isi technical support for phone assistance, and it was suggested that the surgeon may have hit the pedal to switch the usms as it had occurred in the past. The customer mentioned to the surgeon about the switch pedal, and the surgeon noted that they tried to step on the pedal at the time to see if that was the reported problem, but it was not. There have been no problems with the system since then.